Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer required assistance and was given carbohydrates to address bg.